Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a history of chronic kidney disease. On (B)(6) 2021 it was reported that the patient's hemoglobin was at 6.0 grams per deciliter, hematocrit was at 19.0%, and the patient was transfused with 2 units of packed red blood cells (prbcs). Hemoglobin/ hematocrit (h/h) improved, and recent results are 9.5 grams per deciliter/29.5%. Their creatinine increased from a baseline of 1.58 to a high of 2.65. The patient's diuresis continued and the patient was improving back to their baseline as of (B)(6) 2021. The patient had hypertension and one recorded mean arterial pressure (map) of 137. All other recorded map's are in the 70-85 range. On (B)(6) 2021 the patient went into atrial fibrillation with rapid ventricular rate (rvr). The patient was already prophylactically on amiodarone since the patient had a history of atrial fibrillation. Carvedilol was added and the patient remained hemodynamically stable. The patient became septic on (B)(6) 2021 overnight and was started on vancomycin. The computed tomography (CT) of the abdomen/ pelvis was negative for infectious cause. Chest CT with rul ground glass opacities was done and blood cultures are negative to date as of (B)(6) 2021. A thyroid nodule was incidentally found on the chest CT, it was likely a parathyroid adenoma. As of (B)(6) 2021 blood culture results were negative for mrsa (methicillin-resistant staphylococcus aureus).

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s anemia, sepsis, arrhythmia, hypertension, and renal dysfunction could not be conclusively determined through this evaluation and a direct correlation to the heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1, ("introduction") lists potential adverse events that may be associated with the use of the hm3 lvas, including bleeding, sepsis, infection, cardiac arrhythmia, hypertension and renal dysfunction. Section 6, (¿patient care and management¿), provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values, as well as care instructions regarding preventing and treating infection. No further information was provided. The manufacturer is closing the file on this event.